Event description:
It was reported that the customer experienced a blood glucose (bg) level of 26.6 mmol/l; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized. Customer was monitored and a bolus was delivered via pump to treat bg level. Customer was not released from the hospital at time of event. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.